Manufacturer narrative:
The device was returned for evaluation. Returned product consisted of an apex balloon catheter. Microscopic and tactile inspection revealed numerous kinks in the shaft of the device. The balloon was loosely folded, with contrast on the device and blood in the balloon. Microscopic inspection of the markerbands found no evidence of damage or irregularities. Microscopic inspection found no irregularities with the bond of the device. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, the balloon inflated without issue, however, water was found to be leaking out from the exit notch area. Microscopic inspection of the exit notch (exchange port) area revealed a tear in the exit notch/shaft that was 4mm long. Due to the leakage at the exit notch, the balloon could not maintain pressure during functional testing. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4)

Event description:
It was reported that the patient experienced pain. The 90% stenosed target lesion was located in the severely calcified left anterior descending (lad) artery. A 2.00mm x 20mm apex balloon catheter was advanced for dilatation. However, a hole was noted on the balloon. The balloon failed to inflate, contrast agent leakage was noted, and the patient experienced pain. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pain. The 90% stenosed target lesion was located in the severely calcified left anterior descending (lad) artery. A 2.00mm x 20mm apex¿ balloon catheter was advanced for dilatation. However, a hole was noted on the balloon. The balloon failed to inflate, contrast agent leakage was noted, and the patient experienced pain. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.